Event description:
It was reported that a "serious error" occurred while setting up the programmer for a case. It was further noted that the programmer was "emitting a negative tone at times." There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up normally, the error was confirmed in the error log. It was also noted that the system fan was intermittently noisy and the electrocardiogram (ECG) connector was loose on the circuit board.